Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon catheter was broken. The target lesion was located in the left circumflex (lcx) coronary artery. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon was broken down on the table. The physician then removed everything and exchanged with another balloon to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was received in two separate pieces for analysis. A visual and tactile examination identified a complete break in the hypotube of the device 220mm distal to the strain relief of the device. Multiple severe kinks were also noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. Due to the condition of the returned device it was not possible to inflate the balloon material. A visual and microscopic examination was performed on the balloon material and no damage or any issues were noted with the balloon. A visual and microscopic examination identified no damage or any issues with the tip or markerbands of the device. A visual and microscopic examination was performed on the blades of the device. All blades were present and fully bonded to the balloon material. No issues were noted with the blades that would have contributed to the complaint incident. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the balloon catheter was broken. The target lesion was located in the left circumflex (lcx) coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon was broken down on the table. The physician then removed everything and exchanged with another balloon to complete the procedure. No patient complications were reported and the patient's status was stable.